Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: lvp8100 door latch assy? Case notes: problem description: 01/31/2018 06:39:05 (B)(4). Create a case for ir (B)(4). Copy and paste tsc note from the ir to case note: tsc notes: 01/16/2018 06:34:02 (B)(4). (B)(6) thought there are 2 different type of door latch spring because he found 2 spring on his lvp looks like different molding. I checked with manufacture and confirmed for (B)(6) there is only 1 type of door latch spring (no other). He agreed the different spring he saw may be it is after market part.